Event description:
It was reported that there was a loss of therapeutic effect and an increased baseline pain. The left leg had extreme pain and the right leg, which was the ¿good leg,¿ was just starting to hurt. There was also stimulation in the wrong location. These issues occurred following a fall. The patient had multiple falls the 3rd week of (B)(6). The patient was able to connect to the implantable neurostimulator (ins) using the patient programmer (pp). It was on group b and program 1 was at 0.0v. Troubleshooting was unable to be performed due to an issue with the pp. It was later reported that the patient received assistance from her manufacturing representative (rep) in (B)(6) 2015 and her concerns were resolved. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).